Event description:
It was reported that the pump history did not accurately adjust the data despite being in use. There was no reported impact to customer's blood glucose. Although requested, customer declined to complete a pump reset. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.